Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange due to patient product concern and deflation.

Event description:
Healthcare professional reported left side exchange due to patient product concern and deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, opening curved on posterior and brown particles outer device. Leak test and microscopic analysis was performed which identified: sharp opening on posterior and sharp broken on plug strap. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification.

Event description:
Healthcare professional reported left side exchange due to patient product concern and deflation. Device has been explanted.